Manufacturer narrative:
It was reported during a routine follow-up appointment it was noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) had administered an inappropriate shock when programmed in primary vector configuration. All the maneuvers have been carried out but the noise was not reproducible, therefore the device was reprogrammed to secondary vector. The patient was scheduled to come back for follow up in a few weeks. Additional information was received that boston scientific technical services (ts) was consulted to review the data. Upon review, ts noted that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed additional troubleshooting and programming considerations. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported during a routine follow-up appointment it was noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) had administered an inappropriate shock when programmed in primary vector configuration. All the maneuvers have been carried out but the noise was not reproducible, therefore the device was reprogrammed to secondary vector. The patient was scheduled to come back for follow up in a few weeks. Additional information was received that boston scientific technical services (ts) was consulted to review the data. Upon review, ts noted that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed additional troubleshooting and programming considerations. The s-ICD remains in service and no adverse patient effects were reported.